Manufacturer narrative:
Device analysis: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the stent 16th wraps with struts raised. Deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity drug eluting stent to treat a non-tortuous and severely calcified lesion, located in the proximal right coronary artery, exhibiting 98% stenosis. There were no abnormalities in relation to anatomy.there was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through apreviously-deployed stent. Resistance was encountered when advancing the device. It was reported that the stent could not pass through the lesion and that stent deformation occurred. It was reported that the event was due to use of the device in a difficult lesion morphology/anatomy. The procedure was completed using a non-medtronic device. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.